Event description:
The customer observed a falsely elevated result on the advia centaur xp rubella g that was considered discordant when compared to two alternate methods. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant elevated advia centaur xp rubella g result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. No conclusion can be drawn. The cause for the positive advia centaur rubella g test result when compared to the negative alternate rubella g laboratory tests results is unknown. No conclusion can be drawn. The intended use section of the instructions for use (IFU) states: "the use of the advia centaur rubella g assay to diagnose recent infection by testing acute and convalescent samples is not recommended. The calculated values for rubella igg in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the rubella igg assay used. Values obtained with different assay methods cannot be used interchangeably. The reported igg level cannot be correlated to an endpoint titer." The limitations section of the IFU states: "specimens taken early during the acute phase of infection may not contain detectable levels of igg antibodies to rubella virus."